Event description:
It was reported that the device had early battery depletion possible due to chronic high thresholds on the right and left ventricular leads. It was also noted that the right ventricular lead had low impedance and a possible fracture. The device was replaced. The pace/sense portion of the right ventricular lead was capped and an exisiting lead was used. The high voltage portion of the right ventricular lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead (B)(6) 2002; 6947 implantable tachy lead (B)(6) 2010. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device met 82% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Product performance information was received and analyzed. Analysis found that battery depletion was indicated. Elective replacement indicator date was observed on (B)(6) 2012.

Event description:
It was reported that the device had early battery depletion possible due to chronic high thresholds on the right and left ventricular leads. It was also noted that the right ventricular lead had low impedance and a possible fracture. The device was replaced. The pace/sense portion of the right ventricular lead was capped and an exisiting lead was used. The high voltage portion of the right ventricular lead remains in use. The left ventricular lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.